Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was ¿too tight¿ and ¿unable to be closed¿. This issue was identified prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted a detent (notch) and lead in were not per specification; the twist clamp was missing the detent (notch) and lead in. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.